Event description:
It was reported that the patient presented remotely via merlin.net with non-sustained right ventricular oversensing episodes on the right ventricular lead. The patient was seen in the clinic and noise was reproducible with coughing. Programming changes were made. The patient would be followed normally.